Manufacturer narrative:
The monitor sn (B)(4) and electrode belt sn (B)(4) have not been returned for evaluation. Based on the data available at this time, there is no indication of a device malfunction causing or contributing to the inappropriate treatment. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
The patient was inappropriately treated one time by the lifevest. The patient was reportedly conscious at the time of the event. Motion artifact contributed to the false detection. The response buttons were pressed after the treatment was delivered. The response buttons functioned appropriately. No injury was reported from the treatment. The patient contacted their physician. The patient continued to use the lifevest.

Event description:
The patient was inappropriately treated one time by the lifevest. The patient was reportedly conscious at the time of the event. Motion artifact contributed to the false detection. The response buttons were pressed after the treatment was delivered. The response buttons functioned appropriately. No injury was reported from the treatment. The patient contacted their physician. The patient continued to use the lifevest. During servicing of the patient's monitor, a reportable malfunction was found. The monitor failed incoming functional tesitng and displayed a service code 110 (over voltage cleared no energy).

Manufacturer narrative:
The monitor sn (B)(6) and electrode belt sn (B)(6) have not been returned for evaluation. Based on the data available at this time, there is no indication of a device malfunction causing or contributing to the inappropriate treatment. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial g960083 (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity. Electrode belt sn (B)(6) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files (attached) on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. Device evaluation of monitor sn (B)(6) has been completed. Upon investigation the monitor failed incoming functionality testing and displayed a service code 110 (overvoltage set no energy). The cause for the failure was isolated to a shorted c1 capacitor and open l1 inductor on the computer/analog pca. The root cause for the shorted c1 capacitor and open l1 inductor could not be positively identified.